Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited high, out-of-range impedance measurements. Subsequently, the ra lead was surgically abandoned an replaced. The physician also elected to explant the cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited high, out-of-range impedance measurements. Subsequently, the ra lead was surgically abandoned an replaced. The physician also elected to explant the cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.